Event description:
It was reported to philips that the allura device was displaying the error message "too little memory delete examinations" when no images were stored on the system. X-rays could not be produced as a result. The device was inside clinical use at the time of the event. No patient harm was reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips confirmed the reported issue, and that there was no impact on the user or the patient as the procedure was not started at the time the reported issue occurred. The procedure was performed in another room. It was confirmed by an onsite philips field service engineer (fse) that the system prompted the message that the image disk was full. The fse resolved the issue by reinstalling the image processing pc software and recreating image storage. The device was returned to working order and is in full use at the customer site. Corrected data: codes are updated as per the investigation outcome